Event description:
The joint failed. The prosthesis was loose within 3 weeks of the implant surgery. Research nurse at howmedica said that the devices were supposed to have been returned to the MFR. Not a recall. Prosthesis had to be removed. It set off a reactive arthritis with a chronic inflammation that causes pain.